Event description:
During a ureteroscopy procedure, the end of the hi-wire nitinol hydrophilic wire guide broke off. The customer was able to remove the separated portion of the device with no harm to the patient. Add'l info was requested but not provided by the reporter.

Manufacturer narrative:
Unknown as not provided by reporter. Expiration - unknown as lot is unknown. Removal of device portion is not labeled in the IFU. Device code - wire separation is not labeled in the IFU. Unknown as lot is unknown. Event evaluation: still under investigation.